Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Meanwhile, the patient's right atrial (ra) lead exhibited loss of capture at maximum output. Both the rv and ra leads were capped and replaced on (B)(6) 2025. The patient is stable and has been discharged from the hospital.